Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). Their healthcare professional (hcp) put it in th eir butt cheek. It was unknown when the revision occurred as they have had units for approximately 16-17 years. No further complications were reported/are anticipated.